Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red blood cells hangup (rch) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that red blood cell hang up was observed in the bd vacutainer® cpt¿ cell preparation tubes with sodium heparin during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "red blood cells hangup # 362753 in the same patient and blood sample collected at the same time, the separation status was different between the new lot (9135780) and the old lot (8340760), and red blood cells were mixed in the old lot. The event was confirmed around november and is currently being handled with a new lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red blood cell hang up was observed in the bd vacutainer® cpt¿ cell preparation tubes with sodium heparin during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "red blood cells hangup # 362753 in the same patient and blood sample collected at the same time, the separation status was different between the new lot (9135780) and the old lot (8340760), and red blood cells were mixed in the old lot. The event was confirmed around (B)(6) and is currently being handled with a new lot."